Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she noticed that the buttons on the insulin pump were unresponsive when trying to adjust her basal rates. Customer did not recall any significant events leading to the keypad issue. Blood glucose value was 223 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had an unresponsive esc button due to corroded keypad traces. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the unresponsive button. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, and a cracked reservoir tube lip.